Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the indeflator was being used for a balloon in the proximal left anterior descending (lad) coronary artery. The negative pressure of the indeflator was not working correctly. A new indeflator was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak/unable to pull negative was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported difficulties were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not fully connected and/or an excessive amount of fluid was in the indeflator reservoir; thus resulting in the reported leak/unable to pull negative. There is no indication of a product quality issue with respect to manufacture, design or labeling.